Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. External insulation abrasion was noted at 14.3 - 15.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The outer coil was exposed at this location. This is consistent with the field report of noise.

Event description:
It was reported that noise was observed on the right ventricular lead. The lead was explanted. No further information was reported.